Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unfilled unit for evaluation. Visual examination of the unit confirmed that the purple coil cap was separated from the large volume (lv) cover. The purple coil cap separated as a consequence of the cover warping/deforming. Investigation suggested that the warped/deformed condition was caused by exposing the device to very high temperature during shipment. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) received a report that an infusor had a deformed lid. This condition has the potential to interrupt therapy or breach the sterile pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.